Event description:
It was reported that a cgm error 42 occurred involving a g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support planned to provide complete pump reset information and assist with resetting the pump during the patient's follow-up. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.